Event description:
It was reported that a malfunction occurred, and the malfunction code recurred after resetting the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer opted to use a backup insulin pump to ensure continued insulin delivery and was assisted by technical support with resetting the pump. Technical support arranged for a replacement pump to be sent and provided instructions for returning the faulty pump.